Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead there were high thresholds. The lead was re-positioned and showed good values. After the device was implanted the ra lead had capture failure with high thresholds. The physician looked at the fluoroscopy and it indicated that the lead was rather pulled out compared to the slack at the time of fixation. Re-operation was decided because the ra lead also failed to pace. During re-operation the physician tried to place the lead several times. The patient complained of shortness of breath and was then diagnosed with cardiac tamponade. Treatment was given and the physician did not use the ra lead. No further patient complications have been reported as a result of this event.